Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system (model pcb00) was cracked. No patient contact was reported. Another pcb00s was used and the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/18/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in fully advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under the microscope showed lack of lubricant material in the cartridge tube. The pushrod was exposed out of the cartridge tip. The intraocular lens (iol) was observed stuck at the cartridge loading zone and overridden by the pushrod. No defect/damage was observed in the cartridge. The cartridge tip and tube were in good conditions. The customer's reported complaint for cartridge tip cracked was not verified. Based on the analysis there is no indication of product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.